Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. The event was further described as "the actual y tubing broke off at the tip closest to the patient". There was no report of patient injury or medical intervention associated with this event.no additional information is available.